Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a no delivery. The customer¿s blood glucose level was 535 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error since a day prior to call and that the batteries would not last long. Customer stated that the insulin pump would deliver small amount of insulin and would alarm no delivery. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. Customer stated that a 5 units fixed prime was delivered and the insulin pump did not receive a no delivery alarm. Customer also reported to have experienced a high blood glucose of 535 mg/dl and treated with manual injection and insulin pump. No high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.